Event description:
Customer reported the bone spreader got stuck during use. This is 1 of 1 report for this (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. (B)(4). Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual inspection and investigation of the complained instrument has shown that the mechanism is jammed as complained. The file history records were reviewed and showed conformity with the material and manufacturing specifications. The investigation was not able to determine the exact reason of this reported problem. This complaint has been determined to be indeterminate.